Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name medtronic minimed street 18000 devonshire street state california zip code 91325 based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
Was reported that the patient experienced an issue where the infusion site was no longer absorbing insulin as expected event on (B)(6) 2026.